Event description:
It was reported that the patient received an inappropriate shock despite having a magnet placed over the device during a surgical procedure. The surgery was completed successfully. The patient was in stable condition post-procedure.